Event description:
An attempt to advance a coronary stent with delivery sys to the target lesion site in the pt's circumflex artery was unsuccessful due to the inability to negotiate the sds around a 90 degree bend in the vessel. In response, the sheath was retracted and a second attempt was made to advance the sds to the target lesion. This attempt was unsuccessful as well. Upon withdrawal of the device, the stent dislodged from the balloon catheter at the level of the diaphragm and subsequently embolized to the peripheral vasculature. There were no reported attempts to retrieve the stent. There were no add'l complications reported relative to the reported event.